Event description:
It was reported that during a percutaneous coronary intervention procedure, the stent dislodged. Vascular access was obtained via the right radial artery. The 60 to 70% stenosed lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). The lesion was pre-dilated with a 2.5x15mm unspecified balloon catheter. This 20 x 3.5mm taxus liberte stent delivery system (sds) was selected and advanced to the lesion against resistance in the proximal rca. The stent was unable to cross the lesion. The physician withdrew the stent; however, upon removal the stent became dislodged in the upper limb. The physician opened the upper limb a little bit and took out the stent. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the stent dislodged. Vascular access was obtained via the right radial artery. The 60 to 70% stenosed lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). The lesion was pre-dilated with a 2.5x15mm unspecified balloon catheter. This 20 x 3.5mm taxus liberte stent delivery system (sds) was selected and advanced to the lesion against resistance in the proximal rca. The stent was unable to cross the lesion. The physician withdrew the stent; however, upon removal the stent became dislodged in the upper limb. The physician opened the upper limb a little bit and took out the stent. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
A visual and microscopic examination of the complaint device revealed that the stent was damaged and flattened along its entire length. The balloon showed signs of having been inflated. Kinks were present throughout the entire length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).